Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient experienced a stitch abscess approximately 37 days post-implantation and began physical therapy 12 weeks post-implantation due to limited range of motion.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. Device remains implanted.

Event description:
Patient underwent a right total knee arthroplasty and approximately 37 days post-implantation experienced wound concerns with a stitch and after 12 weeks began physical therapy.